Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that the external paddles are not being recognized. The asp evaluated the device on site. It was determined that this was a malfunction of the external paddles, the replacement for which was recommended to purchase. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the external paddles. The reported problem was confirmed. The customer was advised to purchase the external paddles to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.